Event description:
The pathologist reviewing the slides on this case noted material in one of the vessels. He suspects that the material may be the result of the angiography if portions of the polymer on the catheter were sheared off in the artery.

Event description:
Customer's family member reported customer received an e-7 message on the display of his precision xtra blood glucose meter. She further reported he subsequently experienced confusion, a headache and was "seeing things". Customer self-presented to a local healthcare facility, was diagnosed with severe hyperglycemia, had labs drawn for analysis and was treated with "a shot" of unknown type. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: while troubleshooting with customer service, it was revealed the customer had not calibrated his meter for use with glucose test strips and his test strips were expired (june, 2010).